Manufacturer narrative:
Manufacturer's investigation conclusion: the customer reported that they did not have a threaded tunneling lance sterilized in preparation for a new heartmate 3 (hm3) left ventricular assist system (lvas) implant, which used an implant kit containing the threaded white tunneling adapter. The customer had expected to receive notification from abbott before such an implant kit arrived. The sticker labels on the hm3 implant kit display a picture of tunneling adapter contained within the kit. The hm3 instructions for use (IFU) warns that the tunneling lance is provided non-sterile and must be cleaned, inspected, and sterilized according to the provided instructions and hospital policy. The instructions also warn that the threaded tunneling lance should only be used with the white tunneling adapter, the non-threaded tunneling lance should only be used with the black tunneling adapter, and includes supporting photographs showing the tunneling lances and adapters. The customer was able to successfully tunnel the driveline using an alternative method with existing equipment. There was no patient harm reported for the event. The patient remains ongoing on vad support with no further issues reported. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The surgical procedures section of heartmate 3 lvas IFU warns that the threaded tunneling lance should be used with the white tunneling adapter and the non-threaded lance should be used with the black tunneling adapter. The creating the driveline exit site section warns that the hm3 tunneling lance and handle are provided non-sterile. Ensure that the lance and handle have been cleaned, inspected, and sterilized in accordance with the provided instructions and hospital policy. Pictures of the threaded and non-threaded lances paired with the corresponding black or white tunneling adapter are also provided, in addition to the steps to follow for creating the driveline exit site and tunneling the driveline. The implant kit packaging label also displays which type of tunneling adapter is contained within via a picture showing the white tunneling adapter. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate 3 implant kit opened for the implant procedure contained the new threaded tunneling adapter. The customer had received the new tunneling lance previously but had been waiting for notification from abbott to sterilize it in preparation for use with the new adapter. The customer did not receive prior notification from abbott that the kit contained the new adapter. The surgeon was able to tunnel the driveline through the patient using an alternative method. The driveline was appropriately tunneled and secured. There were no patient consequences reported. The new tunneling lance has now been sterilized in preparation for the next implant.